Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was not able to confirm the customer¿s report of image tilt problem. The forceps elevator rises without operating the elevator control lever problem was not found. In addition, there were other minor evaluation findings, and they are as follows: scratch on the objective lens, detached adhesive on the bending section, discoloration on the bending section cover, scratched and buckled connecting tube, dent on the forceps channel port, and scratch noted on the grip, switch box, scope connector, dents on the distal end cover, and the image has block dots due to a damaged charge coupler device (ccd) unit. The investigation is still ongoing, and this report will be supplemented if new and relevant information becomes available later.

Event description:
Olympus was informed by the customer that the elevator lever was not fully moving to its bottom position. There were difficulty positioning accessories and there was also an image positioning issue. No patient or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the evaluation of the returned device. Based on the evaluation performed, it was reported that there was a foreign material found around the forceps elevator, and the dirt was found inside the light guide lens.

Event description:
Olympus was further informed that the reported event occurred during reprocessing of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the reporting person. The following sections has been updated b5, e1, e2, and e3.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) the user insufficiently reprocessed around the forceps elevator after procedure. B) foreign material onto the elevator became dry and adhered since the user did not reprocess the subject device immediately after procedure. This was deemed a preventable event. The instructions for use (IFU) reprocessing manual states the following: ¿3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ furthermore, the IFU (operation manual) states the following: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.